Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the casters swiveling when in brake. The technician replaced the brake and brake/steer casters to repair the bed.